Event description:
It was reported that during a supply change while on fill tubing, the pump screen became unresponsive without any alerts, and the user regained functionality after restarting the pump via the ilet app, after which the supply change was completed. Symptoms included no reported adverse clinical effects. Outcomes included no clinical impact and no hospitalization. Investigation included customer service troubleshooting, confirmation of no active alerts, and guided device restart. Investigation of this case revealed a transient user interface freeze consistent with a device software or display responsiveness issue that resolved after a restart, with no malfunction persisting. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent, non-reproducible software-related event.

Manufacturer narrative:
Initial.